Event description:
It was reported that in revision surgery of the procedure tka, the tibial component was failed. The procedure was completed without delay. Backup from smith&nephew was available. No patient injury or other complications were reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that per the complaint details, during the revision it was noted the ¿tibial component was failed¿. Reportedly, the procedure was completed with a backup component without delay, patient injury or other complications. However, s+n has not received the device and/or adequate documentation to fully evaluate the root cause of the reported event. The patient impact beyond the reported insert failure/use of the backup device during the tka revision could not be determined. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. No further medical assessment is warranted at this time. A review of complaint history did not revealed additional complaints for the listed device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.